Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. B34623 (invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included acne, breast prosthesis implantation in 2000, tonsillectomy, appendectomy, multigravida (*in 1995, 1997 and 2002), parity 3 (*in 1995, 1997 and 2002), normal labour (*in 1995, 1997 and 2002), dermatitis due to metals in 2000, dyshidrotic eczema and general anaesthesia. Concomitant products included drospirenone + ethinylestradiol (yaz) for contraception as well as cyproterone acetate (androcur) in (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain ("marked abdominal pain prior to periods"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seborrhoea ("ill-being due to greasy skin/dry skin / greasy hair / very greasy skin on face"), dry skin ("ill-being due to greasy skin/dry skin"), hair texture abnormal ("greasy hair or dry hair"), eyelid oedema ("eyelids swollen and dark circles"), dark circles under eyes ("eyelids swollen and dark circles"), night sweats ("occasional episodes of night sweats"), fatigue ("major fatigue, constant asthenia even if she slept well"), asthenia ("major fatigue, constant asthenia even if she slept well"), general physical health deterioration ("worsening deterioration of general health, does not feel well"), malaise ("worsening deterioration of general health, does not feel well"), the first episode of pain in extremity ("pain in left arm which sometimes has no strength, motor difficulties in left arm"), muscular weakness ("pain in left arm which sometimes has no strength, motor difficulties in left arm"), motor dysfunction ("pain in left arm which sometimes has no strength, motor difficulties in left arm"), insomnia ("insomnia"), migraine ("migraines"), metrorrhagia ("abundant intermenstrual bleeding / spotting before periods"), menorrhagia ("menorrhagia"), uterine leiomyoma ("probable small posterior submucosal fibroid, measuring 9x7x7 mm, hypodense"), eye irritation ("burning sensation in eyes"), visual impairment ("visual disturbance"), the second episode of pain in extremity ("pain in legs that woke her up at night"), alopecia ("hair loss"), aphasia ("difficulty finding words"), feeling abnormal ("head in a fog"), allergy to metals ("allergy tests positive for nickel ++") and drug hypersensitivity ("allergy tests positive for benzoyl peroxide +"). The patient was treated with paracetamol (dafalgan), spasfon and surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, seborrhoea, dry skin, hair texture abnormal, eyelid oedema, dark circles under eyes, night sweats, fatigue, asthenia, general physical health deterioration, malaise, muscular weakness, motor dysfunction, insomnia, migraine, abdominal pain, metrorrhagia, menorrhagia, uterine leiomyoma, eye irritation, visual impairment, the last episode of pain in extremity, alopecia, aphasia, feeling abnormal, allergy to metals and drug hypersensitivity outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, alopecia, aphasia, asthenia, dark circles under eyes, drug hypersensitivity, dry skin, eye irritation, eyelid oedema, fatigue, feeling abnormal, general physical health deterioration, hair texture abnormal, insomnia, malaise, menorrhagia, metrorrhagia, migraine, motor dysfunction, muscular weakness, night sweats, pelvic pain, seborrhoea, uterine leiomyoma, visual impairment, the first episode of pain in extremity and the second episode of pain in extremity with essure. The reporter commented: the placement of each insert was easy, five trailing coils on right and three on left. The post-operative course was unremarkable and she also informed regular pain-free monthly periods. It was reported that, since placement of the essure inserts, she has developed numerous atypical symptoms and the first general symptoms that the patient reported dated from (B)(6) 2015. According to the reporter some of the cutaneous signs were already present prior to placement of essure. The causal relationship between the events and essure by the reporter: to be assessed. Some of the cutaneous symptoms were already present. And according to the allergist following allergy tests, they cannot conclude as concerns her current symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2017: anteverted uterus. Ultrasound pelvis - on (B)(6) 2017: both inserts in usual position. Ultrasound scan - on (B)(6) 2014: two essure inserts in place. Skin tests: air-borne allergens, standard battery from international contact dermatitis research group and cosmetics, and the only positive result was nickel, weakly positive. The spot test for dimethylglyoxime was apparently not given to her. Confirmatory test on positioning, during yaz intake: plain film of abdomen on (B)(6) 2014 showed perfect positioning of essure inserts. On (B)(6) 2017 - vaginal examination: disclosure of probable small posterior submucosal fibroid, measuring 9x7x7 mm, hypodense. On (B)(6) 2017 - patch tests on the usual battery and preservatives came back negative, for nickel ++ and benzoyl peroxide +. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 11-sep-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 4018 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2017: case correction following internal review: company causality comment was amended. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anteverted uterus, acne, pip (poly implant protheses) breast implants changed in 2013, tonsils surgery, appendectomy, child by vaginal route (3 pregnancies) in 1995, 1997 and 2002, air-borne allergens, standard battery from international contact dermatitis research group and cosmetics: the only positive result was nickel, weakly positive in (B)(6) 2000, and palmar dyshidrotic eczema. She received the concomitant products yaz (drospirenone + ethinylestradiol) and androcur (cyproterone acetate) in (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted (lot number b34623, expiration date in may-2016) for female sterilisation, by hysteroscopy under general anaesthetic. The patient was discharged on treatment with dafalgan (paracetamol) and spasfon wit continuation of contraception with yaz. Then, she switched from yaz to androcur ½ tab daily, reduced to ½ tab twice weekly on monday and thursday, and then to ½ tab weekly. On yaz, plain film of abdomen on (B)(6) 2014 showed perfect positioning of essure inserts and on (B)(6) 2014 ultrasound showed two essure inserts in place. On (B)(6) 2015, during a visit she reported greasy hair or dry hair, eyelids swollen and dark circles, and occasional episodes of night sweats. On (B)(6) 2017 during consultation to discuss tolerance with essure, she complained about major fatigue, constant asthenia even if she slept well, worsening deterioration of general health, does not feel well, pain in left arm which sometimes has no strength, motor difficulties in left arm, insomnia, migraines, marked abdominal pain prior to periods, and abundant intermenstrual bleeding / spotting before periods. On (B)(6) 2017 vaginal examination was performed due to pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia, and also pelvic ultrasound, which showed both inserts in usual position and disclosure of probable small posterior submucosal fibroid, measuring 9x7x7 mm, hypodense. On (B)(6) 2017, her allergist commented that, since placement of the essure inserts, she has developed burning sensation in eyes, visual disturbance, pain in legs that woke her up at night, hair loss, difficulty finding words, and head in a fog, and patch tests on the usual battery and preservatives came back negative, and allergy tests positive for nickel ++, allergy tests positive for benzoyl peroxide +. At the time of the report, the event's outcome was unknown. Essure removal was performed on (B)(6) 2017 on patient's request. The reporter commented: the placement of each insert was easy, five trailing coils on right and three on left. The post-operative course was unremarkable and she also informed regular pain-free monthly periods. It was reported that, since placement of the essure inserts, she has developed numerous atypical symptoms and the first general symptoms that the patient reported dated from (B)(6) 2015. According to the reporter some of the cutaneous signs were already present prior to placement of essure. The causal relationship between the events and essure by the reporter: to be assessed. Some of the cutaneous symptoms were already present. And according to the allergist following allergy tests, they cannot conclude as concerns her current symptoms. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2017: essure removal was performed on (B)(6) 2017 on patient's request. The reporter had no further information about the patient. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of events (listed below) in an adult female patient who had essure (batch no. B34623 (invalid)) inserted for female sterilization. The patient's past medical history included acne, breast prosthesis implantation in 2000, tonsillectomy, appendectomy, multigravida (in 1995, 1997 and 2002), parity 3 (in 1995, 1997 and 2002), normal labour (in 1995, 1997 and 2002), dermatitis due to metals in 2000, dyshidrotic eczema and general anaesthesia. Concomitant products included drospirenone + ethinylestradiol (yaz) for contraception as well as cyproterone acetate (androcur) in (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain ("marked abdominal pain prior to periods"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), seborrhoea ("ill-being due to greasy skin/dry skin / greasy hair / very greasy skin on face"), dry skin ("ill-being due to greasy skin/dry skin"), hair texture abnormal ("greasy hair or dry hair"), eyelid oedema ("eyelids swollen and dark circles"), dark circles under eyes ("eyelids swollen and dark circles"), night sweats ("occasional episodes of night sweats"), fatigue ("major fatigue, constant asthenia even if she slept well"), asthenia ("major fatigue, constant asthenia even if she slept well"), general physical health deterioration ("worsening deterioration of general health, does not feel well"), malaise ("worsening deterioration of general health, does not feel well"), the first episode of pain in extremity ("pain in left arm which sometimes has no strength, motor difficulties in left arm"), muscular weakness ("pain in left arm which sometimes has no strength, motor difficulties in left arm"), motor dysfunction ("pain in left arm which sometimes has no strength, motor difficulties in left arm"), insomnia ("insomnia"), migraine ("migraines"), metrorrhagia ("abundant intermenstrual bleeding / spotting before periods"), menorrhagia ("menorrhagia"), uterine leiomyoma ("probable small posterior submucosal fibroid, measuring 9x7x7 mm, hypodense"), eye irritation ("burning sensation in eyes"), visual impairment ("visual disturbance"), the second episode of pain in extremity ("pain in legs that woke her up at night"), alopecia ("hair loss"), aphasia ("difficulty finding words"), feeling abnormal ("head in a fog"), allergy to metals ("allergy tests positive for nickel ++") and drug hypersensitivity ("allergy tests positive for benzoyl peroxide +"). The patient was treated with paracetamol (dafalgan), spasfon and surgery (essure removal). At the time of the report, the pelvic pain, seborrhoea, dry skin, hair texture abnormal, eyelid oedema, dark circles under eyes, night sweats, fatigue, asthenia, general physical health deterioration, malaise, muscular weakness, motor dysfunction, insomnia, migraine, abdominal pain, metrorrhagia, menorrhagia, uterine leiomyoma, eye irritation, visual impairment, the last episode of pain in extremity, alopecia, aphasia, feeling abnormal, allergy to metals and drug hypersensitivity outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, alopecia, aphasia, asthenia, dark circles under eyes, drug hypersensitivity, dry skin, eye irritation, eyelid oedema, fatigue, feeling abnormal, general physical health deterioration, hair texture abnormal, insomnia, malaise, menorrhagia, metrorrhagia, migraine, motor dysfunction, muscular weakness, night sweats, pelvic pain, seborrhoea, uterine leiomyoma, visual impairment, the first episode of pain in extremity and the second episode of pain in extremity with essure. The reporter commented: the placement of each insert was easy, five trailing coils on right and three on left. The post-operative course was unremarkable and she also informed regular pain-free monthly periods. It was reported that, since placement of the essure inserts, she has developed numerous atypical symptoms and the first general symptoms that the patient reported dated from (B)(6) 2015. According to the reporter some of the cutaneous signs were already present prior to placement of essure. The causal relationship between the events and essure by the reporter: to be assessed. Some of the cutaneous symptoms were already present. And according to the allergist following allergy tests, they cannot conclude as concerns her current symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination: on (B)(6) 2017: anteverted uterus. Ultrasound pelvis: on (B)(6) 2017: both inserts in usual position. Ultrasound scan: on (B)(6) 2014: two essure inserts in place. Skin tests: air-borne allergens, standard battery from international contact dermatitis research group and cosmetics, and the only positive result was nickel, weakly positive. The spot test for dimethylglyoxime was apparently not given to her. Confirmatory test on positioning, during yaz intake: plain film of abdomen on (B)(6) 2014 showed perfect positioning of essure inserts. On (B)(6) 2017: vaginal examination: disclosure of probable small posterior submucosal fibroid, measuring 9x7x7 mm, hypodense. On (B)(6) 2017: patch tests on the usual battery and preservatives came back negative, for nickel ++ and benzoyl peroxide +. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2017: reporter (physician) informed patient cancelled the intervention to remove essure. Case downgraded to other event as essure was still in place. No further information was expected. No valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.